Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lumbar drain was placed without output in the first hour. It was stated a portion of the catheter was found to be broke off in the patient. The catheter was removed.